Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient alleged that on multiple occasions, the pump has pushed all the insulin out of the cartridge during the load step and does not recognize the filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Serial number was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the load step, the pump failed to recognize the cartridge, giving a no cartridge detected warning. A force sensor calibration test confirmed the sensor is not detecting correct force. The pump was opened and the u4 component was found to be shifted.